Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first 3 clips were fired on the cystic duct. On the 1st firing, it was noted the clip was pear shaped and was pulled off the tissue. The 2nd worked properly. On the 3rd firing, it was noted the clip was pear shaped, but was left on tissue. The same device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1st & 3rd firing. Was a cholangiogram performed using the device? No. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Minimal torquing. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Was the device fired after this incident in or out of the patient? Asku.

Manufacturer narrative:
(B)94). The analysis results found that the er320 device was returned in good visual condition and with a clip in jaws.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. A batch/lot record review was performed and the batch met all final acceptance criteria.